Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior sigmoid resection procedure, there was an incomplete proximal donut. Leak test revealed large leak along back wall. It was repaired by manual suturing. Due to the anastomotic leak, a diverting ileostomy had to be performed. The case was extended by 40 minutes. There was tissue damage and tissue loss as result of the problem.